Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken near the proximal pulleys and proximal clevis cable hole. The idler pulley spins freely and does not exhibit damage. The cable segment sticks out at the wrist. No major wear was found on proximal clevis cable hole. No other damage was found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, it was noted that the cable on the tenaculum forceps instrument was hanging out. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.